Event description:
The customer reported that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient test results were not reported from the laboratory as the customer was alerted to the issue by the cross check failure message generated by the engen system. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number # (B)(4).

Manufacturer narrative:
The investigation determined that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. The engen system correctly identified the issue by generating a cross check error, as designed. The root cause is user error. Following a stoppage of the centrifuge module, the customer did not remove all patient samples from the centrifuge prior to restarting the module. The operator did not appropriately respond to the centrifuge module stoppage as recommended in the engen¿ laboratory automation system user¿s guide. There was no evidence that an instrument related issue contributed to the event.